Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad button were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2013. Device evaluation:the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings:the keypad was found to be intact; there was no visible damage to the keypad. During testing, the down arrow keypad button was intermittently unresponsive. The up arrow, ok, & contrast buttons responded properly. The keypad removed and evidence of contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).